Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke upon insertion. The device was then lost in sterile processing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The lot number is unknown; therefore the device history records could not be reviewed. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture; however, it cannot be determined if the fractured tasp in this complaint was manufactured before the design modification. A definitive root cause cannot be determined with the information provided.